Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the extension as returned was incomplete. Therefore, functional testing was not performed. The extension was kinked and all wires broken at the strain relief. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event was confirmed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that pt's extension was explanted due to kinking and invalid impedance.